Manufacturer narrative:
Please note that the following statement in section h. Box 10./11. Narrative/corrected data was inadvertently missed in the initial MDR and is being updated on this follow-up #01 MFR report: 3005168196-2017-01375. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2017-01374; 2.3005168196-2017-01376.

Manufacturer narrative:
The product was not returned for evaluation. Thrombosis is included as a potential complication with the penumbra smart coil system and is a risk associated with the disease state and the procedure, and is included in the product labeling. Therefore, it was determined that the reported thrombus formation was an anticipated complication. Based on the information provided, there is no indication of a device malfunction that contributed to the reported event. This report is associated with MFR report numbers: 3005168196-2017-01374, 3005168196-2017-01376. The device was implanted in the patient.

Event description:
On (B)(6) 2017, the patient underwent a coil embolization procedure in the left internal carotid terminus using penumbra smart coils (smart coils). After the procedure, a follow-up angiography was performed which revealed thrombus formation and subsequent occlusion; therefore, intra-arterial integrilin was administered to resolve the occlusion. The thrombus formation was adjudicated by the physician to have a definite relationship to the smart coil system.